Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics and antifungals (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.